Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The casing for a 6/7f mynx control collagen plug split and the collagen deployed before it was in the body. Hemostasis was achieved with another mynx device that was deployed successfully. There was no reported patient injury. The device was used after a diagnostic coronary procedure. The deployer¿s training status was mynx certified. A 6f non-cordis sheath was used in the procedure. The mynx vcd was stored and prepped according to IFU instructions. There was no difficulty during prep. The patient recovered and the hospitalization was not extended as a result of the event. The device will be returned for analysis.

Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
The casing for a 6/7f mynx control collagen plug split and the collagen deployed before it was in the body. Hemostasis was achieved with another mynx device that was deployed successfully. There was no reported patient injury. The device was used after a diagnostic coronary procedure. The deployer¿s training status was mynx certified. A 6f non-cordis sheath was used in the procedure. The mynx vcd was stored and prepped according to IFU instructions. There was no difficulty during prep. The patient recovered and the hospitalization was not extended as a result of the event. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. It was reported that ¿collagen plug split and the collagen deployed before it was in the body¿. Per visual analysis, both buttons 1 & 2 remained in the manufacturing position, the syringe was connected to the device with the stopcock open, and the sealant was observed to have remained in the manufacturing position as received. The sealant was exposed to blood and the sealant sleeve assembly was observed to have been kinked/bent. It is unknown if the device was manipulated after the procedure, and if the damage to the sealant sleeve occurred during the procedure or during subsequent handling or transit. The procedure sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use. Per dimensional analysis, the slit length of the returned devices was verified and noted to be within specification. The catheter working length from distal end of sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. Per functional analysis, button 1 of the returned device was fully depressed with the clock symbol visible in the tension indicator window, which matched the intended use mynx control instructions for use. Button 2 was fully depressed with no resistance felt, and the balloon was completely retracted into the advancer tube as intended per the mynx control IFU. Per visual analysis, inspection at high magnification showed that the sealant sleeve assembly was not frayed/slit/torn but was kinked/bent. A product history record (phr) review of lot f2129202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature¿ and ¿mynx control sealant sleeves frayed/split/torn¿ were not confirmed during the analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Visual inspection of the returned device revealed that the sealant outer sleeve assembly was kinked/bent, which may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.